Manufacturer narrative:
The manufacturer's service rep performed an on-site investigation, and could not duplicate the reported problem. The system was tested and is operating as intended.

Event description:
The customer reported that the 9900 system displayed communication errors, and locked up. No pt injury was reported.